Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2013, an (B)(4) year-old female patient underwent mitral valve replacement and this 27 mm sjm epic mitral valve was implanted. On (B)(6) 2015, an echo revealed mitral regurgitation and a cuspal tear was suspected. This valve was explanted and replaced with a 25 mm edwards mitral magna ease valve on (B)(6) 2015. Upon explant, a tear/perforation was observed on a cusp. The procedure was finished uneventfully.